Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy, the surgeon used the handpiece to skeletonize the cystic artery and duct. The coag button did not work but the cut button did. Trying the coag button again it worked but then stuck down and would not turn off. The handpiece was disconnected and a new handpiece was connected and used without further problems. There was no injury to the patient.